Manufacturer narrative:
Patient ID: (B)(6).

Event description:
It was reported that a patient developed a complete heart block. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The patient received a 25 mm lotus edge valve. There was trace leak present post procedure. The same day as the implant procedure, the patient developed a complete heart block. The event occurred post procedure prior to discharge. The patient is scheduled to receive a pacemaker.